Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's rhythm "presents in a 2:1 block pattern" due to the auto post-ventricular atrial refractory period (pvarp) causing an inappropriate refractory period. The implantable pulse generator (ipg) not tracking rate within the upper tracking rate. The device remains in use. No patient complications have been reported as a result of this event.